Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has been complaining since (B)(6) 2020 of pain in the posterior region (right) associated with hypothermia. The user returned in (B)(6) 2020 and was hospitalized with an abscess in the posterior region. The abscess was opened and the user received antibacterial, anti-inflammatory therapy and was discharged with some improvement. At the end of (B)(6) 2020 the user returned to the clinic with a large skin defect at the site. The recipient was then re-implanted and is doing good with the new device

Manufacturer narrative:
Conclusions: device investigation on the received device parts did not reveal any device defect or damage, which is supposed to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin and following infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Furthermore the recipient suffered from a bacterial-viral infection of the upper respiratory tract, which might have been a contributory factor to the observed symptoms. This is a final report.

Event description:
The explanted device has been received for investigation. No device explantation report has been made available. Additional information stated that the user had complained since (B)(6) 2020 of pain in the right posterior region associated with hypothermia. This symptom was treated with slight improvement until the user returned in (B)(6) 2020 and was hospitalized with an abscess in the posterior region. The abscess was opened and the user received antibacterial, anti-inflammatory therapy and was discharged with some improvement. At the end of (B)(6) 2020 the recipient returned to the clinic with a large skin defect at the site. It is assumed that infection could have been the result of the extrusion of the implant. Also, according to the parents, infection might be associated with a previously transferred bacterial-viral infection of the upper respiratory tract. The user was explanted and implanted on the contra-lateral side in (B)(6) 2020 and is doing good with the new device.